Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with initial reporter and obtained the following additional information: customer could not confirm if there was any patient injury or if a fragment fell into the patient's anatomy. The procedure was completed using a replacement instrument. The procedure was not delayed due to this problem.